Manufacturer narrative:
Isi did receive the product involved with this complaint to perform failure analysis. The mtm was analyzed and the reported problem was confirmed and replicated. A review of system logs showed unit had experienced the error code 23068. Visual inspection was performed and found no external damages. The unit failed during in house testing with error code 23068 pointing to the ¿primary output encoder¿ which would be the wrist pitch (wp) circular hall encoder (che) board. A known-good (¿golden¿) in-house wp board and flat flex cable (ffc) were externally installed. The init manipulator procedure was re-executed and passed with the golden components. When the test was repeated using the original components, the failure was reproduced. After investigations, failure analysis concluded that wp board and ffc were the source of the reported failure. The probable root cause is attributed to sensor errors resulted from a faulty wp board located on mtm. This issue can be resolved by replacing the mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a training/demo of the da vinci system, the intuitive trainer contacted the technical support engineer (tse) and reported that the system displayed an unrecoverable error on the master tool manipulator (mtm). There was no report of patient involvement or reported injury.